Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to view patients list. A technical support specialist checked the remote support system and confirmed that the device was online. During the call, the user attempted access again using the user identification credentials and was successful. The user was able to view the patient list without issue, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to view patients list. However, there were no delays or adverse events or injuries reported based on this event.